Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the report, during the procedure they were unable to remove the catheter during extubation as patient had a deviated septum. The ears, nose, throat department was called to help in the removal of the device. During removal it was noticed the catheter was damaged.

Manufacturer narrative:
(B)(4). Evaluation summary one device was received for evaluation. Visual inspection confirmed that there was a tear and damage on silicon tubing at the strain relief carrier(src). The ruled tubing and tip were discoloured. There was no calibration error. The device passed thermal and picoscope tests. All impedance rings are stable & functional.